Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the impedance on the rv defibrillation coil was beyond the expected upper range, the impedance on the rv pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter), it was noted there were 15 non-sustained tachycardia episodes with v-v intervals <(><<)>220ms on (B)(6) 2016 and a 11,988 lifetime ventricular sic count. The rv defibrillation impedance was steady at approximately 68 ohms through (B)(6) 2016, rose out of range by (B)(6) 2016, and the rv pace impedance was fairly steady at approximately 483 ohms through (B)(6) 2016, then rose out of range by (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited a suspected lead fracture, with high sensing integrity counter (sic) and non-sustained ventricular tachycardia (nsvt) episodes observed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.